Event description:
The user facility reported the automated impella controller (aic) did not prime successfully. A different aic was used and case completed successfully. Since that time, the field team had been unable to replicate the issue and have primed and ran a demo pump on this controller successfully.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: d4 common device name updated. G1 MDR reporting contact email.